Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log identified that plain IV fluid was selected at a rate of 500 ml/hour on the reported event date and nothing unusual was noted in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was used to complete the bolus (unspecified medication) that was started on another pump. The nurse expected an extra 200 ml to be found at completion of the bolus, however the bag was dry. During a third round of the room the nurse programmed another 500ml but this time they had to repeatedly add volume as the infusion would stop before the bag was finished. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.